Event description:
It was reported that "white lines" appeared on the screen while the pump was connected to a patient. Because of this, the pump was exchanged. There was no associated patient complications.

Manufacturer narrative:
The arrow field service rep investigated this incident. He exchanged the pump's control head and unbilial cord. The ribbon cable was re-routed to alleviate excessvie strain on the cable. The pump was functional tested and returned to service.